Event description:
Towards the end of the case, the user observed black smoke coming from the back of the anesthesia machine. The user removed ac power from the device; however, the smoke continued to be observed as the device functioned on back up power. The user chose to ventilate the patient with an alternate device as the anesthesia machine was removed from the room. No patient injury.